Event description:
The patient reportedly experienced overly loud sensations and intermittencies. Reprogramming was performed but the problem was not resolved. An exchange of the devices external equipment also did not resolve the problem. The patient also reports episodes of tinnitus since her reprogramming. A revision surgery will be scheduled to resolve the issue.